Event description:
It was reported that there was a coupling problem. The patient was unable to get any coupling bars for the three weeks prior to this report. The battery was dead and the patient didn't have stimulation. An antenna locate (al) feature was recommended because the implantable neurostimulator (insr) was able to communicate with the implantable neurostimulator (ins) but zero coupling bars were shaded. The al was conducted and the highest the patient could get was 48/52. The numbers increased if the patient put more pressure on the insr but then the ins seemed to be moving. The patient could move it about 1/2-1" in the pocket which she wasn't able to do before. No falls or trauma to that area were reported. The patient charged every friday and four fridays before the day of this report the patient was able to get eight coupling bars but the friday after that she got zero. It was reviewed how to adjust the antenna dial and insr dial was rotated but it still only had zero bars. It was reviewed that the patient spend as much time charging during the day as possible to fill the battery even though it was known it was going to take a good portion of the day, but this would ensure that the battery would not go into overdischarge and then once the battery was at least 1/4 full the patient could use stimulation. The patient was advised to call their healthcare provider to have them troubleshoot and evaluate the ins position given the sudden change in charging of the ins. No patient symptoms or outcome was reported. Follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant products: product ID: 37751, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).